Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced on (B)(6) 2016 due to noise that had led to several inappropriate shocks. There was concern the issue was with the ICD because when the lead was tested with the psa, there was no noise. Both the lead and the ICD were removed from service and replaced.